Manufacturer narrative:
Results: the complaint for "patient discomfort" was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg is protruding out causing discomfort due to weight loss. The pt does not use her scs system any longer since her pain is under control. The pt's ipg system was removed and her leads were left implanted for possible future use.